Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had not charged their implantable neurostimulator for a couple of months due to being sick and bedridden. When attempting to charge, the patient stated that the screen appeared but was unresponsive, and they encountered a "reposition antenna" screen indicating poor communication. The patient also reported experiencing significant shakiness over the past couple of months, which has impacted their ability to feed themselves. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further evaluation and assistance.